Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that error message was displayed (loose tip) of phacoemulsification (phaco) tip before the cataract with intraocular lens (iol) implant surgery. The surgery was completed by replacing the handpiece. There was no report of patient impact.